Manufacturer narrative:
Concomitant medical products: 4076 lead implanted (B)(6) 2013, t505u223 tissue valve implanted (B)(6) 2013, t510c27 tissue valve implanted (B)(6) 2013 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular lead was possibly fractured. The lead had noise and impedance greater than 3000 ohms, and an alert was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.